Event description:
Factory analysis of a returned power management pcb board revealed a component failure that resulted in the test device blower not running. Failure of the blower during operation on a patient may result in no ventilation.